Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was a new pump user, and requested assistance from tandem technical support on reducing the bolus correction feature. Reportedly, the customer's blood glucose (bg) level was 179 mg/dl, and the customer consumed 60 grams of carbohydrates. After programming the number of grams consumed, the pump displayed messaging that due to the insulin on board (iob), a correction bolus was not offered. Recommendation was made by tandem technical support for the customer to upload the pump data logs for tandem technical support to review the reported event. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.